Manufacturer narrative:
(B)(4).

Event description:
It was reported that when removing the swg, it shredded lengthwise into pieces. The PICC was removed for safety. As a result, a new kit was opened and place successfully. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt.